Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03652. The patient reported she is not receiving stimulation in her pain pattern as she did during her trial and is receiving unwanted stimulation in her legs. The patient also reported her scs system has been reprogrammed multiple times to no avail. Additionally, the patient reported she has arthritis and scar tissue. The patient is to consult with the physician to determine the next course of action. Follow-up identified a sjm rep was unable to resolve the issue with add'l reprogramming.